Event description:
It was reported that the camera head cable had exposed wiring. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head cable had exposed wiring. The event occurred during reprocessing and there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: because the coupler unit was worn out, the guidepost position of camera head and image was out of the standard. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause was a cut on the protector. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.